Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the upper 30 mg/dl range. Customer stated they believe their basal rate and correction factor are set too high. Customer consumed carbohydrates to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.